Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 60 mg/dl. Reportedly, the customer continued using the pump for insulin therapy until replacement arrives.